Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and perforation was discovered. The right ventricular (rv) lead was found to have dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.